Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that a shaft break occurred. A 4.00 x 10 mm flextome® cutting balloon® was selected for use. During the procedure, when the device was inserted into the tip of the guide catheter, it was noted that the balloon catheter broke. Another 4.00 x 10 mm flextome® cutting balloon® was used, however it was kinked. No patient complications were reported.